Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010 to treat stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, erosion of her internal bodily tissue, inflammation, nerve damage, dyspareunia, urinary retention, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012- 01669. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it is reported that the patient underwent a gynecological procedure to treat urinary incontinence and a sling was implanted. Concomitantly the patient underwent a hysterectomy. No additional information provided at this time.